Event description:
The customer stated that, she had been receiving readings of "lo" on her meter. While troubleshooting, she tested her blood glucose and received a reading of lo. She also performed normal control tests and received results of 370 and 339 mg/dl. The normal control range is 86-117 mg/dl. The customer did not allege any adverse events. The meter and strips are to be returned for eval, and replacement products will be sent.